Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 4.1 and 4.2 were reversed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 were reversed and could not be recovered. The field service engineer (fse) noted that the customer reported that attempts to open drawer 4.1 in the auxiliary cabinet actually opened drawer 4.2 and attempts to open drawer 4.2 opened drawer 4.1. This was confirmed in the storage space configuration, where the drawers responded in reverse. The fse logged into the admin menu and ran the hardware test application (hta), which also showed the drawers reversed. The fse powered off the unit, swapped the mother board between drawers 4.1 and 4.2, and confirmed that the drawers then opened correctly. Drawer 4.2, however, was not detecting any position movement. The fse replaced the position sensor in drawer 4.2 and ran hta again. Both drawers were operational, and all eject pockets functioned correctly. The customer completed inventory and successfully recovered the fault. The system functioned after the field service engineer repaired the device.